Manufacturer narrative:
Date of birth - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Date of event: requested but not provided. Expiration date - requested but not provided. UDI - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - requested but not provided. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the doctor opened the aluminum package of the device and found that the shaft of the device was curved. The doctor tried to use the device and send into the inserter sheath, but it failed. The doctor changed the product to a new one and finished procedure, any negative influence wan not raised. The patient's physical condition is stable. The operation was finished successfully.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. Photographs were received of the device at the user facility. The photograph showed an 8fr angioseal vip device with a bend in the carrier tube assembly beginning proximal to the tamping tube. Additionally the bypass tube was observed dislodged and located slightly distal to the deployment sleeve. Then one 8fr angio-seal vip device was received for evaluation. The device was returned with the header bag, packaging try, arteriotomy locator and hemostatic sheath. The polyfoil pouch was not returned for analysis or present in the photograph provided by the user facility. All components were returned in the header bag. The returned components were subjected to visual analysis. When the carrier tube assembly was removed from the header bag the bend observed in the photograph provided by the facility was not observed. The carrier tube assembly appeared straight. There was no evidence of a bend or a kink in the carrier tube assembly material. The bypass tube was dislodged as observed in the photograph from the user facility. No blood like substance was observed on the device. For functional testing the bypass tube was moved into its manufacturing position covering the anchor. The carrier tube assembly was then inserted into the hemostatic sheath. No anomalies were noted. With the device in the forward lock position, the anchor was exposed at the distal tip of the hemostatic sheath. The deployment sleeve was then moved into the rear lock position which posted the anchor at the distal tip of the hemostatic sheath. Tension was then applied to the anchor releasing the collagen and tamping tube from the carrier tube assembly. The device deployed in a typical manner. Based on the returned device and the photograph provided by the user facility, the complaint could be confirmed for a dislodged bypass tube. From the complaint description, the user did attempt it but failed. During the attempted use, the user may have dislodged the bypass tube. The complaint could not be confirmed for a bend in the carrier tube assembly, as the returned assembly did not have the bend present in the user facility picture. The returned device was able to meet functional specification. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.